Event description:
Reporter stated that pt's device makes a grinding noise. Additionally, he reported that a low motor battery error was generated after the device was in use for a few days. Pt's blood glucose measured 368mg/dl, which she treated by bolusing. Pt alleged that the device was at fault for high blood glucose. At the time of the report, pt had already switched to her back-up device.